Event description:
Reporter indicated that the pt's device had migrated to the top of the pt's nipple and that pt loses their voice when the device stimulates. It was reported that while in recovery from the implant surgery, a nurse pulled on the pt's arm to raise pt up in the bed and the pt had trouble with the device ever since. Follow-up with the initial reporter indicated that the device had migrated before 8/2001 and that none of the programmed settings have been changed since 8/2001. The pt has changed physician's several times. One physician reported that when he last saw the pt, the device had not migrated. It was reported that the pt is experiencing seizure control with vns device. The pt's voice does become hoarse with stimulation, but the pt refuses to see an ent for eval.